Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the composix e/x mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2003 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix e/x mesh (device 1) & perfix plug (device 2). Per operative notes, ¿the hernia sac was dissected out. An extra-large perfix plug (device 2) was placed into the defect and an ever layer of composix e/x mesh (device 1) was placed and sutured.¿ on (B)(6) 2008 - patient was diagnosed with adhesion thereby underwent laparoscopic repair with lysis of adhesion and repair of ventral incisional hernias. (Note: no op note provided regarding this procedure).